Event description:
It was reported that the health care professional (hcp) experienced difficulties interrogating this cardiac resynchronization therapy defibrillator (crt-d) device. The hcp reported that the physician suspected the device to not be working. The hcp called technical services (ts) for troubleshooting assistance. Ts referred the hcp to the local field representative for troubleshooting assistance. No adverse patient effects were reported. This crt-d remains in service.